Manufacturer narrative:
(B)(4). Additional concomitant medical products: minax xl 47.5mg, lipidil 145mg, crestor 20mg. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of ac shallow, aqueous misdirection, no bleb, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. The following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported right eye experienced ac shallow, aqueous misdirection, no bleb, and high intraocular pressure. Additional information reported right eye iop has returned to 5 mmhg at the last visit on (B)(6) 2017. Treatment was provided as atropine drops. Atropine and all glaucoma drops have been ceased. The device remains implanted.